Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was due to device no longer charging. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred 5 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.